Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used at the gastroesophageal junction during a venous ligation procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, there were no bands deployed. When the endoscope was removed from the patient along with the device, it was noticed that the suture was fractured. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with six bands attached, two of them were broken, and some of the bands were overlapped and moved from their position. The ligator head teeth were in good condition. The returned suture had seven knots. The trip wire was not secured. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the trip wire was not properly secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the overall device performance and contributed to inaccurate band deployment, potentially resulting in improper band placement. Furthermore, this lack of securement may have exposed the bands to excessive force, leading to their damage. Regarding the reported suture break, confirmation cannot be provided as the suture was returned in satisfactory condition. However, it is important to note that the suture was found detached from the ligator housing upon its return. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used at the gastroesophageal junction during a venous ligation procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, there were no bands deployed. When the endoscope was removed from the patient along with the device, it was noticed that the suture was fractured. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture break.